Manufacturer narrative:
Date sent: 10/2/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that prior to a lap cholecystectomy procedure, the clips were dropping out when the the device was loaded. No pt consequences were reported.